Event description:
Event description guidant received information that this patient with an implantable transvenous defibrillation lead experienced a thrombosis of the left subclavian vein, which required hospitalization and treatment.